Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimate after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 480 units of insulin. However, it was unknown how much insulin was delivered by the customer. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support showed that the fill estimate for the cartridge loaded on (B)(6) 2016 was accurate based on insulin gauge calculations. There was no impact to the customer's blood glucose level. Customer understood the information provided.